Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (100mcg/ml, 50mcg/day) in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The hcp was switching the drug from baclofen to preservative free saline and programmed a bridge bolus. The bolus was subsequently cancelled and pump was updated "a few times" when the patient started experiencing symptoms; dizzy, feeling weird, legs were weak, and "did not feel right." The cause of the issue was determined to be programming error; the hcp tried to do a bridge bolus, but ended up giving the patient a single bolus of 1000mcg of baclofen (over 32 minutes) instead. The plan was to with the patient from intrathecal baclofen to oral baclofen. The pump was programmed to minimum rate mode. The patient was seen in the emergency room (ER) on (B)(6) 2016 and was admitted overnight. The symptoms resolved and the patient was currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.